Manufacturer narrative:
The explanted devices will not be returned to bsn for evaluation.

Event description:
A report was received, that the pt had her precision system explanted due to an infection. The pt's symptom was pain and he was prescribed oral antibiotics. The implanting physician had no further information.